Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the mid-section of the stent was damaged with stent struts flattened and squashed. The undamaged section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 06-dec-2017. It was reported that crossing difficulties were encountered.  Vascular access site was obtained via the femoral artery. The 90% stenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and severely calcified right coronary artery. A 2.75x38mm promus element ¿ long stent was advanced but failed to cross the lesion. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.